Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that an obvious decline in pts hearing performance was noticed by the guardians on (B)(6) 2013. A history of a head trauma was denied by the guardians and problems of external devices were excluded. The pt was re-implanted on (B)(6) 2013.